Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer sent back 6 representative samples for evaluation. A visual exam was performed and no defects we observed. Functional testing was also performed on all returned samples and no issues were encountered. A device history record review was performed and no relevant findings were identified. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the a vailable information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "a part of the white coating of the wire got detached and fell during a surgery. The detached piece was withdrawn and the procedure was completed. Nothing remained in the patient, and no injury to the patient occurred". The patient status is reported as "fine".

Event description:
It was reported that "a part of the white coating of the wire got detached and fell during a surgery. The detached piece was withdrawn and the procedure was completed. Nothing remained in the patient, and no injury to the patient occurred". The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).